Event description:
The advocate stated the customer tested his blood glucose and received a reading of 421 mg/dl using his contour meter. His glucose was retested using another meter and that reading was 121 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. While customer service was trying to get more info and troubleshoot, the advocate disconnected the call. Customer service attempted to call back, but there was no answer. No product will be returned at this time.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.the device was evaluated on 11/13/2009. Evaluation results: as received, the ring was linear like in appearance. It measured to approximately 5.5cm-6cmm long. Host tissue is detected at the sewing fabric. No other inconsistencies detected or in the x-ray.

Event description:
It was reported that the device was explanted after an implant duration of approximately 2.7 months. On 10/23/2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation. It was also noted by the surgeon that there was dehiscence of the posterior portion of the ring.